Manufacturer narrative:
Product not returned for evaluation. Customer did not know what serial number the meter was or what lot number of strips were used. Customer discarded meter/test strips and is seeking reimbursement for doctor's visits and laboratory work. (B)(4).

Event description:
Customer complaint of high blood results. Letter from customer stating that the meter reads 147 mg/dl to 108 mg/dl at a hospital laboratory. Customer apparently is not a diabetic but check their glucose regularly due to risk in family. Results obtained on first am testing performed are as follows: (B)(6) 163 mg/dl ; (B)(6) 154 mg/dl ; (B)(6) 139 mg/dl; (B)(6) 149 mg/dl. Readings caused customer to visit family doctor who ordered laboratory work . The result of 108 mg/dl was obtained by laboratory on (B)(6) and customer states that the first am result performed on the meter gave 147 mg/dl. Unk on how much time passed between meter result draw and laboratory result draw. Error grid analysis performed on the laboratory result and the meter result resulted in the values being within zone b. No adverse event reported.